Event description:
A .14 mini-stick guide wire fractured within the needle during an attempt by the physician to access the femoral artery. The wire fragment became embedded, which required the surgeon to perform a cut down to retrieve the broken wire fragment. The fragment was successfully removed and the incision was closed. The procedure continued using another puncture location. The intended procedure was successfully performed.